Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage at the molded insulator. The lower grip's over molded insulator appears to have melted, and the underlying metal base is visible, with burn marks. The energy delivery and electrical continuity were tested and passed. The housing was removed for inspection and found to have no damage. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The housing was removed for inspection and found to have no damage. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a chip at the tip. There was no report of patient involvement or patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the exact time the damage occurred is unknown, as it was only noticed after the item was sent to the central sterile department. There have been no reports of fragments falling, and no fragments have been found or reported. Additionally, there have been no complications reported, and the patient has not returned to the hospital. From my recollection, the damage was a very small crack, but I do not remember if anything was missing. There are no photographs or images available to provide further detail.